Manufacturer narrative:
The pump was unable to prime unit during prime/ compromised force sensor test and motor error during basic occlusion test due to faulty force sensor resistor (gold). Analysis was unable to verify excessive no delivery alarms due to prime anomaly. The motor was tested outside the device and passed. The pump was received with cracked case at display window corners and battery tube threads, and a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 305 mg/dl. The customer states during troubleshooting for the no delivery alarm the pump alarmed motor error. The customer states the pump was not exposed to a high magnetic field. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.